Event description:
During an elective replacement procedure, noise that resulted in over-sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.